Manufacturer narrative:
The test p-cap locked properly in place in the reservoir compartment noted. The pump passed the displacement test and rewind test. However, pump error 63 alarm during self test (line number = 9926; file number = 2005) and is found in the formatted history file on (B)(6) 2023 01:53:35.000 due to broken trace at u1 keypad assembly. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and moisture damage was found on the battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay, scratched case, broken belt clip rails, missing serial number label, cracked retainer and cracked battery tube threads. In summary, customer alleged cracked case (battery tube) confirmed. Pump error 63 confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl. The customer received a change sensor and a sensor updating alert. Troubleshooting was performed and found that the customer had treated the low blood glucose event by drinking lemon juice. The customer was using the insulin pump within 48 hours of the reported event and the auto-mode feature was not active. The customer stated that the device labels, including serial number and dome label stickers, were missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.